Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor.

Event description:
It was reported that the physician performed an x-ray 1-month post procedure. The physician believed the stent appeared to have fractured stent struts. The procedufe was treating the the left sfa with 2 overlapping absolute stents. The first imperession of the physician had been the stent struts were flared and the patietn had good flow with no plans to poerform medical/surgical intervention.